Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by a faulty scope socket. However, the specific cause of the faulty scope socket was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A field service engineer (fse) reported on behalf of the customer that the hd autoclavable camera head had dots coming from the image during maintenance check. The fse checked the machine and confirmed the reported issue. Upon inspection of the customer¿s returned device it was observed, the coupler was corroded. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. In addition to the reportable malfunction mentioned in b5, additional findings were as follows: four white dots are in the image, the head packing was damaged, the cable had a cut which was the cause of the water leak, and the focus switches had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.